Event description:
Reported discrepant sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they obtained a positive result with another rapid antigen assay while allegedly not getting accurate results with quickvue otc or other brands. No confirmatory testing was communicated.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.